Manufacturer narrative:
Sample analysis: the sample returned for evaluation contained a bag with two delivery pushers. The device were not identified. An evaluation of the actual complaint samples revealed the implant coils detached from the delivery pusher. The implants were not returned as one remains within the patient (reported in this medwatch report). The other was discarded as it was removed without intervention. Both delivery pushers are consistent in that the attachment tether that holds the implant intact with the delivery pusher is white opaque. This characteristic is consistent with stretching. The microcatheter used with these devices was not included for evaluation. Therefore, it is unknown if it was a contributing factor. The root cause of this complaint cannot be determined definitively however, it appears force was applied that exceeded the maximum tensile specification of the attachment monofilament. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
During the treatment of a basilar tip aneurysm, the embolization coil stretched during repositioning. The coil was pulled while stretching to the vertebral artery. A neuroform stent was placed to hold the coil in position against the artery wall. No harm was reported. Patient information: patient identifier, age and weight are not available.